Event description:
It was reported that during a ptca treatment procedure involving a calcified, 80% stenotic lesion in an unspecified vessel, the maverick balloon ruptured at 6 atm's on the initial inflation. The rupture was visualized radiographically. Vessel tortuosity, and stent involvement were not factors in this case. The introducer sheath size was 5f. A bmw guidewire was used. The manufacturers of the inflation device and the guide catheter are unknown. The patient was asymptomatic at the time of the 'rupture'. The maverick balloon was removed and exchanged for another manufacture's product. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'fine'. No further information is available at this time.